Event description:
The patient reported experiencing low blood glucose (bg) levels after more than 48 hours of pod wear on the leg. According to the dexcom g6 continuous glucose monitor (cgm), bg levels decreased from 74 mg/dl to 45 mg/dl, despite treatment with sugar tablets and orange juice. While attempting to treat the low glucose level, the patient sustained a fall and a laceration to the left eye. The patient further reported that her dexcom cgm and omnipod system were not communicating properly, preventing the omnipod from receiving glucose values. On (B)(6) 2026, the patient presented to the emergency room and received a computed tomography (CT) scan of the brain and stitches to the outer portion of the left eye as a result of the fall. No additional medical diagnosis or treatment was reported. At the time of reporting, the patient was scheduled for further evaluation regarding omnipod settings and transition to the dexcom g7 cgm, as advised by their healthcare provider.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hypoglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: phone_control_ios omnipod software app version: 2.1.0 operating system: 26.2 hardware: iphone15.4 cgm sensor type: g6. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.